Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: call service 064 alarms were observed in black box on date of reported alarm. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.